Manufacturer narrative:
The customer also reported that the crew was unaware that a user advisory (ua) 45 is able to be cleared, therefore instructions were provided and the autopulse platform was placed back into service. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
It was reported that during patient use, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message upon power up and therapy was unable to be provided. The crew reverted to manual CPR (exact length of time was not provided). The patient subsequently expired, however per customer the patient's death was not related to use of the autopulse device. Please note that the manufacturer has requested additional details however, no further information has been provided.